Event description:
Patient c/o of unrelieved pain throughout day. Pca checked and noted syringe not infusing when patient pressed button. The problem was unresolved after changing the pump and tubing. Once keep vein open (kvo) fluids decreased from 30ml/hr to 15ml/hr the syringe began to resume infusion with activation.